Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. A pseudotumor and elevated ion levels were also noted. Update rec'd 7/8/2016- litigation received. Patient suffers from pain, discomfort, and elevated ions. Patient harms and product categories have been updated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 08/31/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, pfs reported elevated metal ion levels, loss of mobility. The metal ion levels provided were not at reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. A pseudotumor and elevated ion levels were also noted.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.